Manufacturer narrative:
Batch review performed on 11 january 2018: (B)(4).

Event description:
The patient came in due to signs of infection. The surgeon removed all medacta implants on (B)(6) 2017. The sales agent became aware of the revision on (B)(6) 2017. The patient had the spacer removed on (B)(6) 2018 and medacta components were implanted. The surgery was completed successfully.